Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tcz7, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) and consumer reported that the patient had a loss of therapy and a return of incontinence. The hcp thought this was since implant, but it possibly started in (B)(6) 2015. The patient's sister would make changes to the patient's stimulation and the patient will have benefit for their incontinence for 2-3 weeks and then will have a return of symptoms again. There were no falls or trauma that could be related to the issue and the patient's symptom control was not 50 percent or better. The device was not working at all and was not helping with the patient's symptoms. The device never really worked that well. During the trial the patient got a 50 percent reduction and when they first got the device they did as well, but in august they stopped getting a 50 percent reduction. The device seemed to help for 3 to 4 days and then stopped. The hcp thought that the patient had been seen by managing doctor since this issue started, but they referred the patient to the manufacturer and weren't helpful. The patient was not able to adjust stimulation themself and relied on their sister to do this. The hcp was meeting with the patient on (B)(6) 2015. The patient changed from program 3 to program 2 on (B)(6) 2015 and wanted to know how long they should stay on a certain program. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.